Event description:
Consumer stated the cln mnt 75ct snaps off during use causing it to get stuck in customers teeth. Contacted consumer: she used all the time. The end of the pick broke off in her teeth. One that broke was in there for 3 days, and she was able to get it out. Threw them out. All of them, ends were snapping off in her teeth *no product being returned.